Manufacturer narrative:
(B)(4). Concomitant medical products: tibial block and screws precoat size 2 10 mm thickness, p/n 00598800227, l/n 60579017; tibial block and screws precoat size 2 10 mm thickness, p/n 00598800227, l/n 61891049; prc agmt block dist sz d 5mm, p/n 00599003410, l/n 61524409; femoral component option for cemented use only size d left, p/n 00599401491, l/n 61622485; all poly patella size 32 mm dia. Standard 8.5 mm thickness, p/n 00597206532, l/n 61915689; articular surface with locking screw "size striped purple/c d, 14 mm height", p/n 00599402214, l/n 61638049; 145mm), p/n 00598801010, l/n 61680156. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision approximately four years post implantation due to tibial loosening. The tibial components were removed and replaced. No additional information is available.